Manufacturer narrative:
(B)(6). Event date: unknown date, 2012. Implant date: unknown date, 2010. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision approximately 4 years post-implantation due to loosening which was noted to have an onset 2 years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.

Manufacturer narrative:
Upon receipt of additional information, use of zimmer biomet product in the initial surgery was confirmed. Reported event was confirmed by review of x-rays performed by the operative surgeon. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total elbow revision 4 years post-implantation due to loosening first noticed 2 years post-implantation. It is unknown which component was loose. Distal srs components were implanted.